Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; explant date n/a medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there were arteriosclerotic lesions in the bilateral iliac arteries, and the transcatheter aortic valve replacement (tavr) procedure was performed using the left subclavian artery approach. A 6 french sheath was placed from the right femoral artery and a pigtail catheter was inserted. Following the procedure, the patient was brought to the coronary care unit (ccu) when pain in the patient's right lower limb occurred. An arterial contrast study was performed on the right lower limb. An occlusion in the right external iliac artery was observed. An endovascular thrombectomy (evt) was performed, and blood flow improved. It was believed that the delivery catheter system (dcs) was occluded, along with the sheath. Hemostasis treatment was provided using angiography. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device expiration date, lot#, and UDI# were added. H4. Was added. H6. The eval code method was changed. Corrected data: a2. Patient age. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there were arteriosclerotic lesions in the bilateral iliac arteries, and the transcatheter aortic valve replacement (tavr) procedure was performed using the left subclavian artery approach. A 6 french sheath was placed from the right femoral artery and a pigtail catheter was inserted. Following the procedure, the patient was brought to the coronary care unit (ccu) when pain in the patient's right lower limb occurred. An arterial contrast study was performed on the right lower limb. An occlusion in the right external iliac artery was observed. An endovascular thrombectomy (evt) was performed, and blood flow improved. It was believed that the delivery catheter system (dcs) was occluded, along with the sheath. Hemostasis treatment was provided using angiography. No additional adverse patient effects were reported. Additional information was received to confirm the valve was implanted successfully. Per the physician, the peripheral thrombus was not related to the valve or dcs.